Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 six infusion set tubing was detached from hub and infusion set is used for 1 day. No further information available.